Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose value was 49 mg/dl. Customer stated that the sensor had inaccurate readings. The customer¿s blood glucose was 49 mg/dl and the sensor glucose was 81 mg/dl. Insulin delivery was not suspended due to sensor values. The insulin pump will not returned for the analysis.